Event description:
Reporter stated she got the er1 message a while ago. Reporter retested and compared with color chart but could not remember the result. Reporter also stated the control solution test was within range.